Event description:
The director of respiratory therapy from the home healthcare company report that in 2007 in the morning, we received call that pt's ventilator had started alarming low pressure and that they had changed circuits, checked cuff pressure, and even changed tracheotomy tubes. Eventually, they had to begin ventilating via ambu bag to trach and turned ventilator off. We checked out another vent and delivered to school. I found pt lying on floor being ventilated by nurse. The down vent was off. I placed pt on new ventilator at prescribed setting of 13, 370cc, ps=15, volume/simv. I placed downed ventilator in box and brought back to office. I attached a circuit to test lung and test lung to ventilator and turned it on. The settings were as follows: pressure/simv/pc=1cc and the control lock light was on. This would cause the vent to alarm low pressure which it did, but on pt it barely triggered wouldn't go into apnea backup ventilation. I called nurse and she states that even though he (was in classroom with other people (kids/teachers) no one touched ventilator. I changed setting on vent and it worked fine for several hours on test lung". Allegation of pt harm; "pt became cyanotic, unresponsive.